Event description:
It was reported that during an low anterior resection procedure, there were malformed staples. Additional suture was performed. There were no adverse consequences to the patient. The doctor commented that the tissue has been thick due to edema.

Manufacturer narrative:
Date sent: 05/05/2009. Information anticipated, but unavailable at this time.